Event description:
The initial reporter received questionable gen.2 ise indirect for na results for 11 patient samples tested on an integra 400 plus module. The customer provided 3 examples of discrepant results from 3 patient samples tested. The initial results were reported outside of the laboratory. The reporter received a call questioning the low results and they repeated the samples. For sample ID (B)(6), the initial na result was 123 mmol/l. The repeat result was 143 mmol/l. For sample ID (B)(6), the initial na result was 125 mmol/l. The repeat result was 141 mmol/l. For sample ID (B)(6), the initial na result was 122 mmol/l. The repeat result was 139 mmol/l. The repeat results were deemed correct. The electrode serial number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer inspected the ise module and the pipetting module. An ise check, calibration, and qc were all performed successfully. The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed multiple sample volume alarms on the day of the event. The calibration and qc data provided were acceptable for the day of the event. The investigation did not identify a product problem. The root cause of the event could not be determined.